Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00390. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under this manufacturer report reference#. Occupation: non-healthcare professional (attorney). (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to dvt (deep vein thrombosis) prophylaxis. Patient is alleging vena cava perforation. It is further alleged that the " [patient] has experienced physical injuries as a result of the defects with [the patient's] celect filter. On (B)(6) 2017, patient underwent a CT scan of the abdomen ordered by [a physician]. The CT scan revealed that several of the [patient's] celect ivc filter legs had perforated the ivc wall by approximately 3.5 centimeters, causing [patient] to experience pain and suffering. Further, as a direct result of [patient's] receipt of the cook celect ivc filter, [patient] has experienced emotional distress from not knowing whether [the plaintiff's] cook ivc filter will fracture or cause additional injury." Per a CT report from (B)(6) 2017, "an infrarenal inferior vena cava filter is seen." "A few of the inferior prongs of the of the inferior vena cava filter appear to minimally project outside of the lumen without active hemorrhage."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: event problem and evaluation codes. Investigation: the following allegations have been investigated: perforation, physical injuries, pain, and emotional distress. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical injuries is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported emotional distress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.